Manufacturer narrative:
Concomitant product(s): a 7002 lead, implanted: (B)(6)2009; a 4196-78 lead, implanted: (B)(6)2009; a d314trg ICD, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed far field r-wave (ffrw) oversensing of the atrial lead on atrial tachycardia/atrial fibrillation stored electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.